Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pumped stopped delivering. The customer also indicated that the pump may be the cause of his high blood glucose and indicated that his blood glucose level was 160 mg/dl. Troubleshooting advised customer to rewind and prime the pump. The customer agreed to return the insulin pump for analysis and that a new pump would be provided.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime anomaly noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched display window.